Event description:
It was reported that the right ventricular (rv) lead had varying impedance, high impedance, and the helix did not extend. The rv lead was explanted and replaced. It was also reported that the left ventricular (lv) lead had varying and high impedance. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional findings of inner tubing kinked/buckled and blood in/on helix mechanism.